Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported a defective purge cassette. The complainant was recommended to change the purge cassette and purge fluid, which resolve the issue. No patient harm has been reported.

Event description:
An impella cp was inserted via the femoral artery to support the 51 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was also supported by extra-corporeal membrane oxygenation. Prior to the pump placement the team had the patient on inotropes, vasopressors, and a vent for respiratory needs. The underlying medical history was not shared. The pump was supporting well over a week when the team had a purge cassette failure. The cassette was replaced and support proceeded. On day 10 the pump stopped and the team was unable to restart the pump and so it was removed and patient remained on the ECMO support alone. The cassette failure and pump stop and explant had not any consequence to the patient and support. Patient survived the malfunctions.

Manufacturer narrative:
The device was not returned and therefore an evaluation/analysis could not be performed. Device history review: the necessary materials were not returned for analysis so the serial/lot number could not be identified to complete a product history review inspection. The cause of the reported failure to detect purge cassette, pump or catheter was unable to be determined as limited clinical details were provided and no product was returned for review. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction(s): 1. A clinical narrative of the event was completed and captured to b5 event description as a correction to the reported event details. 2. D6a and d6b implant/explant dates captured on the initial report should be disregarded as the cassette is a non-implantable device. Related report number(s). This is one of two device reports related to the event. Refer to section h10 for the related report number(s).